Event description:
During a remote follow-up, automatic mode switch (ams), far field r-wave oversensing, far field p-wave over-sensing and increased defibrillation impedance were detected on the device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.